Event description:
The patient reported had an icl implantable collamer lens implanted in 2008. The patient reported has now been experiencing vision loss. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
Age: unk. Weight: unk. Race: unk. Ethnicity: unk. Date of event: unk. Expiration date: unk. Explant date: unk. Initial reporter occupation: unk. Device manufacture date: unk. (B)(4). Claim # (B)(4).